Event description:
Report received from the USA stating that the device had a broken tip. It is known that the device was not used in surgery. It is unknown if injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the complaint of broken tip was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).